Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device mmk664 number, and no non-conformances were identified.

Event description:
It was reported that the patient underwent a total knee arthroplasty procedure on (B)(6) 2019 and barbed suture was used. The fixation tab could not fix the suture properly during use on the fascia. It was found that a half of the fixation tab had been missing. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 07/20/2019. Additional h3 investigation summary: it was received for analysis an empty opened labeled winding former and a dispensed needle suture of product code sxpp1a201. During the inspection visual of the sample, the swage and attachment area were as expected. Marks on the body needle that appears to be by the use of a surgical instrument could be observed the suture was examined and body fluids at some barbs were found; no defects or damaged on the barbs were noted; but, a side of the fixation tab were broken. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, it could not be determined what may have caused the reported incident.